Manufacturer narrative:
The fragment of reciproc blue file r25 8/100 25mm 025 returned (handle part) has been cut by the customer with a tool and is not exploitable. The second fragment (active part) has not been returned so no analysis can be made. Notably for this reason, no link can be established between breakage issue and information found during dhrs review (batches #1380835, #1380418, #1381232, #1380417, #1370378, #1381543, #1381844, #1381220, #1379980, #1381688, #1381839 and #1379981). Per bounding with previous complaints pr#1602752 and pr#1602753, some available unused files had been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the product vdw batch #192454 is conforming (representative sampling). No fault found, production meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use; the broken part is remaining in the root canal, outcome of the event is unknown as of this MDR evaluation.